Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump had multiple unexpected restart alarm after every battery change. Customer¿s blood glucose was 6.0mmol/l at time of incident. Customer advised to monitor the pump and call back if issue occurs again. Insulin pump will be return for analysis.

Manufacturer narrative:
Device passed the displacement, a-21 error test and self test. No e21 alarm noted during test. (B)(4).